Event description:
During an implant attempt of the subject device, a lead connection issue was incurred. Reportedly, the leads were connected to the pacemaker and placed inside the pocket, but it was identified that the leads were not properly connected, so the device was removed. Upon removal, blood was confirmed around the distal ventricular terminal block. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.